Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a patient (age & gender unknown), the device's respiration reading was incorrect. Complainant did not indicate there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow-up is reporting the evaluation of the device, this follow-up is also correcting and updating information submitted on the initial med-watch report. Please reference " serial number" " for updated information. Evaluation: the device was returned to zoll; the customer's reported malfunction was not replicated or confirmed. Extensive testing of the device was not able to duplicate the customer's malfunction. Internal inspection of the device found a filter that was slightly loose and displaced; this may have attributed to the customers complaint. But it was not observed and cannot be firmly established. The filter was replaced as precaution. The device passed all testing and was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.